Event description:
Consumer said she recently purchased a package of (B)(4) face values dental brushes (10 interdental brushes per package) that contained two faulty dental brushes. On each of these, the brush immediately separated from the handle.